Manufacturer narrative:
Continuation of d10: product ID 977c165 lot# serial# (B)(6) implanted: (B)(6) 2016 explanted: (B)(6) 2024 product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 977c165, serial/lot #: (B)(6), ubd: 23-sep-2020, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was caller stated that about a week or so ago they started seeing a message on their controller that said settings not available. Caller stated they tried to increase the stimulation, but it wouldn't go up. Caller added that they just got this controller replaced. Caller stated the message started coming up and then the controller died. Agent reviewed message meaning with caller and redirected to their healthcare provider. Additional information was received from the patient (pt). It was reported that the cause of the settings not available message was a broken wire. Pt reported they were having replacement surgery in (B)(6) 2024.

Event description:
Additional information was received, from a manufacturer representative (rep). It was reported, that the patient had the system replaced on (B)(6) 2024. The rep did not know what the reason for replacement was. But found notes, stating that an impedance check was done and that electrodes 1-7 were not programmable. And that the patient had spent a whole lot of time charging. The rep was able to achieve coverage on patient's left side, but not the right. The device was discarded, by the facility. The patient's weight at the time was asked, but unknown. Additional information was received, from a manufacturer representative (rep). It was reported, that the impedances were high: 40,000. The physician was also notified.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that the cause of the broken wire was a rear-end fender-bender at a traffic light. The issues has been resolved with a replacement surgery.